Manufacturer narrative:
Update section d9, h3 and h6. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03533. The valve was returned crimped on the delivery system, which was partially inserted through the 14f esheath. Only part of the delivery system was returned as it was cut at the flex shaft. The returned device was visually inspected, and the following was observed: one valve strut was protruding through the sheath strain relief. The valve was crimped on the proximal inflation balloon with bent strut. One (1) inflow strut was bent almost 90 degrees outwardly. All struts exposed through skirt, normal after crimped and used. Leaflets appeared wrinkled and dehydrated due to storage condition (prolonged crimped state) during the return handling process. Frame was distorted/canted. Procedural imagery shows that the crimped valve was within the sheath with a bent strut on the inflow appearing to be protruding out of the sheath shaft . Upon removal from the patient, the sheath had a torn strain relief and liner as well as multiple punctures. The crimped valve was exposed through the strain relief and liner. Imagery of patient's anatomy reveals that the patient's access vessels had presence of calcification and tortuosity. No functional and dimensional testing were able to be performed due to the device return condition (frame distorted/canted). The complaint for frame damage during use was confirmed based on the imagery provided and through evaluation of the returned device. However, no manufacturing non-conformance was identified. Additionally, reviews of the DHR, lot history, and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Available information suggests that patient (calcification, tortuosity) and procedural (excessive manipulation) factors may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time.

Manufacturer narrative:
Update sections d9 and h3. The valve was not returned to edwards lifesciences for evaluation. A review of procedural imagery showed that the crimped valve was within the sheath with a bent strut on the inflow appearing to be protruding out of the sheath shaft. Upon removal from the patient, the sheath had a torn strain relief and liner as well as multiple punctures. The crimped valve was exposed through the strain relief and liner. Imagery of patient's anatomy revealed that the patient's access vessels had presence of calcification and tortuosity. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged was confirmed based on the imagery provided. A review of the DHR, lot history, and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Per report, 'during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve, a valve bent strut was noted' and 'strut on 1st valve caught on plastic of fixed portion of 14fr sheath and peeled back splitting the sheath along the way'. Per imaging evaluation, the crimped valve was noted to have a bent strut on the outflow during the procedure. Additionally, the bent valve strut was noted to be protruding through the esheath strain relief and exposed through the sheath liner. As imagery of patient's anatomy showed, the access vessel had presence of calcification and tortuosity. The presence of calcification and tortuous access vessel can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. It is possible that the operator may have excessively manipulated the delivery system during advancement through the sheath. If excessive force is applied to manipulate the device, the crimped valve may catch onto the sheath and lead to the observed bent strut. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient (calcification, tortuosity) and procedural (excessive manipulation) factors may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative correction (CAPA) are not required. Per management discretion, a product risk assessment escalation has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. A CAPA has been initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). H3 other text : n/a

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve, a valve bent strut was noted upon existing the esheath. The devices were removed as a unit with no complications. New system and valve were used successfully. The sheath liner was noted to be punctured and torn. The patient is stable post procedure.